Event description:
It was reported that sometime post-op following a total ankle replacement surgery, the patients bone collapsed and the patient will need to undergo a revision surgery.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient at this time. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.